Manufacturer narrative:
Qn# (B)(4). The customer returned a single lumen PICC catheter for analysis. Visual examination revealed signs-of-use in the form of biological material. The slide clamp was not returned for evaluation. The catheter body was trimmed and the edges were smooth and uniform, indicating that the catheter was intentionally truncated. After failing functional testing, the catheter was microscopically examined. A small separation/hole was detected in the extension line adjacent to the luer hub. The catheter body was trimmed to 19.88" which indicates that at least 2.87" was cut and not returned per product drawing. The extension line measured to be 1.64" which is consistent with the nominal value of 1.63" per product drawing. The inner and outer diameter of the extension line were measured and were found to be within specification. This indicates that the wall thickness measured as expected. The catheter was initially flushed using a lab inventory syringe to ensure no blockages were present. No issues were detected. The distal end of the catheter was then occluded and the lumen was pressurized using a lab inventory syringe. When the line was pressurized, water leaked from the junction of the luer hub and extension line. A manual tug test confirmed the extension line was fully secured within the luer hub. A device history record review was performed with no relevant findings. The customer report of an extension line leak was confirmed through complaint investigation of the returned sample. The extension line contained one small hole adjacent to the luer hub. Due to a rising trend of extension line/luer hub leaks , a CAPA has been initiated to further investigate this issue. Based on initial evaluation, the probable root cause appears to be related to the manufacturing assembly of the luer hub to the extension line.

Event description:
The nurse reported "holes" in the extension tubing where the slide clamps would normally be. A leak was observed at the site. The device was removed.

Manufacturer narrative:
(B)(4).

Event description:
The nurse reported "holes" in the extension tubing where the slide clamps would normally be. A leak was observed at the site. The device was removed.